Manufacturer narrative:
Additional information: h3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found the haptic broken. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm613.2 implantable collamer lens with a diopter of -8.5 was implanted into the patient's right eye (od). The lens was removed and smaller length lens was implanted due to excessive vault. The problem was resolved. The cause of the event is unknown.

Manufacturer narrative:
A4-a6:unk. G4: PMA/510 (k) number unk. Claim# (B)(4).

Manufacturer narrative:
H6: 4629 should be omitted and 4627 should be added for correction. Additional information: implant date: (B)(6) 2023. Explant date: 14-mar-2023. B5: the reporter indicated that a 13.2mm vicm6_13.2 implantable collamer lens with a diopter of -8.5 was implanted into the patient's right eye (od) on (B)(6) 2023. The lens was explanted on 14-mar-2023. Later that day a smaller length lens was implanted due to excessive vault. The problem was resolved. Claim#(B)(4).